Event description:
It was reported that there was an infection at the implantable neurostimulator (ins) incision site. The patient was put on antibiotics and was to go back to see their physician in two weeks to check the site. No outcome was reported regarding this event; further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).